Event description:
The customer called to report condensation inside the screen. No cracks or exposure to moisture was reported. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded keypad traces.